Manufacturer narrative:
H.6. Investigation summary: a review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder the rn received a needlestick injury post use. Information regarding the users impact has not yet been received. The following information was provided by the initial reporter: "a new graduate rn had sustained a nsi while using the slbcs in the emergency department. I was informed by the acting quality lead.... He referred me to the clinical lead who is not available today but I have sent her an email to clarify whether medical intervention was needed as he did not know. I have arranged education for the department.... To retrain all staff in the ed. They are currently using a combination of devices in pbbcs-pah and slbcs-pah due to availability issues with their usual consumables."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder the rn received a needlestick injury post use. Information regarding the users impact has not yet been received. The following information was provided by the initial reporter: "a new graduate rn had sustained a nsi while using the slbcs in the emergency department. I was informed by the acting quality lead.... He referred me to the clinical lead who is not available today but I have sent her an email to clarify whether medical intervention was needed as he did not know. I have arranged education for the department.... To retrain all staff in the ed. They are currently using a combination of devices in pbbcs-pah and slbcs-pah due to availability issues with their usual consumables.".